Manufacturer narrative:
The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during initial implant testing, this implantable cardioverter defibrillator (ICD) exhibited normal impedance measurements and the pocket was closed. Upon re-testing, this rv lead exhibited out of range shock impedance measurements. The pocket was then re-opened, and the set-screw was loosened and re-tightened. Technical services (ts) could not conclusively determine the reason for the out of range measurement and suggested testing the lead or lead replacement. Ts also recommended further monitoring. The patient was monitored and planned to be checked the following day; however, the issue had resolved itself. This ICD remains in service and no adverse patient effects were reported.